Event description:
It was reported that the patient alert triggered, and the lead exhibited an apparent fracture. The superior vena cava (svc) portion of the lead was programmed off, and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 at 03:00:07 and 15:00:05. Daily hv- lead impedance trend data shows an abrupt increase for svc defib = 49 to 254 ohms peak between (B)(4) 2012.